Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, baker grade iii, swollen lymph nodes, and concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported for left side "capsular contracture, baker grade unknown", "swollen lymph nodes", and "concern with the product". The device remains implanted.